Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. One half implanted, the other half was discarded.

Event description:
As reported: "drill tip broke off while drilling 5th out of 6 holes, variax 2 screw head came off when final tightening into plate, and axsos screw head broke while implanting." Rep reported that the procedure was a revision due to "nonunion of distal femur fracture." With complicating condition "above implant femur shaft fracture along with nonunion."